Manufacturer narrative:
It should be noted: information contained in this MDR was received from insulet corporation. Insulet previously filed MDR no: 3004464228-2014-0409. The unspecified freestyle test strip lot that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. The test strip lot number is unknown; hence the date of manufacture is unknown. The date listed in section device MFR date is the date when abbott diabetes care became aware of the event. The actual date when the medical event occurred is unknown. The date entered in section date of event is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care has received information reporting that a customer while using an omnipod insulin pump in conjunction with unspecified test strips involved in the recent recall was hospitalized. It is unknown what treatment may have been rendered at the hospital and since no contact information was provided, no further information can be obtained. There was no report of death or permanent injury associated with this event.